Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had critical pump error and pump error. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump rewinds slower than it used to. It was reported that they had two error codes on the insulin pump and changed battery, but the screen was blotchy but was readable. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device display properly. No missing segment or partial display anomaly noted during testing. Device received with all operating currents within specification and passed rewind test, self-test, a21 error test and displacement test. No unexpected low battery, weak battery, battery out limit, failed battery test alarms or rewind anomaly noted during testing.